Event description:
The faulty handheld computer and associated software were returned and have undergone analysis. The handheld computer, software, and all of the associated cables performed to specifications and no anomalies were found. The handheld computer was able to hold a charge and function without issue.

Event description:
It was reported that the physician's vns handheld computer is no longer able to hold a charge. The issue began two weeks prior to the report. The physician reportedly left it charging overnight on multiple occasions and the device issue continued to persist. No damage or improper storage is believed to have occurred. Attempts for the return of the faulty handheld computer have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.